Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device found that a portion of the anterior surface of the medial condyle had fractured off from the device. The device also exhibits nicks and gouges across all surfaces. A small piece that had fractured off was not returned. Device history record (DHR) was reviewed and no discrepancies were found. A field action was sent to the field to communicate change to the surgical technique. However, it appears that the surgical technique was followed. Based upon the information that is available, the root cause is associated with general wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during trial reductions, the surgeon noticed that the poly trial had been scratched up in the process. Upon review of product, a piece was seen to have fractured off. No additional information is available.